Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 10/23/2020. H.6. Investigation: the customer sent a package with 83 unopened ms3500-15 sets. It is to be known that this is not the material described in the complaint. The complaint along with the photos received concern material# 11532269, batch no: 20066616. This mix up prevented a physical investigation from taking place. Investigation is based off of customer's provided photos alone. The separation in provided photos is obvious and the customer's complaint has been verified. A device history record review for model 11532269, lot number 20066616 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The cause of the separation in photos is unknown at the time. The location has been known to tear before after repeated bending/ stress. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20066616 regarding item #11532269. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material no: 11532269, batch no: 20066616. Here is another example of defective tubing the distributor has been experiencing. As the technician was priming the tubing, a leak was noticed, with further investigation the tubing is not secure. This is the second occurrence this week, lot# 20066616. I have requested the technicians inform me of every single incident of tubing leaks and or separating, so I can keep track of all issues.

Manufacturer narrative:
Initial reporter facility name: montefiore health system-the university hospital for albert einstein college of medicine a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material no: 11532269. Batch no: 20066616. Here is another example of defective tubing the distributor has been experiencing. As the technician was priming the tubing, a leak was noticed, with further investigation the tubing is not secure. This is the second occurrence this week, lot# 20066616. I have requested the technicians inform me of every single incident of tubing leaks and or separating, so I can keep track of all issues.